Event description:
It was reported that during a laparoscopic gastric bypass and laparoscopic cholecystectomy procedure, the surgeon attempted to clip the cystic artery and cystic duct. Each time the device was fired, it would spit out a second clip that was not formed. On the third and fourth firing, the clips were scissoring. The clips that fell into the patient were removed using a straight grasper. Another device was used to complete the procedure. No adverse consequences reported. (B)(4).

Event description:
The hospital found that the neuron had a flattened tip upon removal from the package.

Manufacturer narrative:
(B)(4). Dropping or ejected clip the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed three conforming clip and ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.